Event description:
Pt reported on (B)(6) 2025 around 1:30am when pt went to restroom, she noticed her central line was pulled out. She paged and spoke with dr. (B)(6) whom advised to go to (B)(6) hospital in (B)(6). Pt says unsure if she had interruption of therapy, no pah symptoms, or no pump malfunctioning/ pump alarms. Pt was converted to a PICC (peripherally inserted central catheter) line for a few days and then had a new central line replacement procedure done on (B)(6) 2025. Pt says there was no change in her dosage in the hospital. Exact reason(s), dates of admittance and discharge or lengths of all ER visits and hospitalizations are unknown" no further information was provided.